Event description:
As initially reported by healthcare professional it was stated that after wearing contact lenses consumer experienced a serious corneal abscess on the left eye with hypopyon. The consumer reports removing contact lenses every night and wearing them minimally, if at all, in the shower. Initially, the condition was suspected to be a bacterial abscess, however cultures are still in progress and do not yet confirm or rule out the presence of amoebas. The consumer has been advised to refrain from wearing contact lenses until the abscess has healed. The prescribed treatment includes ceftazidime, vancomycin, and gentamicin administered as one drop per hour for at least three days, along with detomidine, to be used eight times per day with a gradual decrease. The current condition of the consumer visual acuity is showing slow improvement, progressing from can see moving hands can count fingers at this time. However, pain in the left eye persists, and symptoms continue at the time of this report. Additional information has been requested but is not yet available.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).